Event description:
After an implantation period of approximately 38 months it was reported that the lead was extracted due to unnecessary ventricular pacing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the associated leads were not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. Data from follow-up of september 26, 2022 were available which showed that the device operated in aai mode with 0 percent stimulation for the last 10 days. Please note, re-programming from vvi to aai mode leads to a deletion of statistical data. Thus, no statement can be made regarding the device behavior in vvi mode. Ram dump data did not show any anomalies. The root cause for the clinical observation was not determinable based on all data available for analysis. Should further relevant information or the device itself become available this investigation will be updated.